Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor states hub is cracked/defective. Air present during aspiration. Collar was used during insertion. Noticed when setting up for dialysis. Unsure when catheter was inserted. The catheter was inserted in right subclavian vein." Catheter was reported to be leaking when flushed. The red hub was taped and the hub was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that "doctor states hub is cracked/defective. Air present during aspiration. Collar was used during insertion. Noticed when setting up for dialysis. Unsure when catheter was inserted. The catheter was inserted in right subclavian vein." Catheter was reported to be leaking when flushed. The red hub was taped and the hub was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed no cracking on either luer hub. Minor scratches were observed on both luer hubs. Tape was covering a portion of the arterial luer hub, so it was removed to further analyze the luer hub. Upon removal, no other defects or anomalies were identified. A lab inventory syringe filled with water was attached to the extension lines and flushed. No leaks were present. Performed per IFU statement, "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)". The extension lines were tested for liquid leakage per amrq-000075 rev. 17 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter body was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found on the catheter body or extension lines. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. One finding was identified; however upon further review it was determined that the finding was not relevant to the complaint event.the IFU provided with this kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub could not be confirmed through investigation of the returned sample. Visual analysis did not reveal any cracks on the connector assembly luer hubs. The connector assembly met all relevant functional requirements, and device history record reviews performed based on two potential lots revealed no relevant findings. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers from the sales history data of the customer. One finding was identified; however, the finding was not relevant to the complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "doctor states hub is cracked/defective. Air present during aspiration. Collar was used during insertion. Noticed when setting up for dialysis. Unsure when catheter was inserted. The catheter was inserted in right subclavian vein." Catheter was reported to be leaking when flushed. The red hub was taped and the hub was replaced. No patient harm reported. The patient's condition is reported as fine.